Event description:
The ge oec 9900 fluoroscopy sys failed to power up prior to a procedure. The sys was removed and replaced with a different sys. It was noted that the circuit breaker #2 (cb2) was open.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the malfunction once cb2 had been reset. A sys performance assessment was done. The power through the isolation transformer was checked, as well as the power feed through cb2. The surge suppressor pcb was replaced. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hosp was unable to, or would not provide any pt info relating to this issue.